Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error and self test did not passed. The customer¿s blood glucose value was unknown. The customer was able to clear the alarm. The customer was assisted with troubleshooting and reported that they able to complete rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures confirmed in the pump history due to broken trace on u1 keypad assembly. Software low level failures alarm found in the pump history due to software error.